Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2008. During the procedure, more blood loss occurred than expected however the pt refused blood transfusion. Two days after the procedure, the pt began experiencing stress urinary incontinence. A surgical procedure is planned to place a strip of mesh to hold up the urethra.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.